Event description:
It was reported that the patient experienced an urethral injury during an original unknown sling implant surgery. It was noted that the surgery was aborted due to the urethral injury. No additional patient complications were reported in relation to this event. Additional information was received that "while doing the surgery for placement of a male sling they entered the urethra prior to sling placement and aborted the surgery. It was a peripheral urologist."